Manufacturer narrative:
Evaluation summary: post market vigilance received one endo gia ultra universal xl stapler opened by the account without the packaging. The visual inspection of the returned product noted. No visual abnormalities were observed with the instrument. Pmv performed functional testing. Pmv loading unit used in testing. (B)(4). The instrument was successfully loaded with an endo gia universal roticulator 60-3.5 single use loading unit. The instrument and loading unit were applied to test media. All staples were placed and test media was cleanly transected. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The device was being used for the gastric stapling. The stapler was not able to fire, therefore, the staple line was incomplete. The surgeon was able to press the green button but could not squeeze the handle. There was no problem loading or unloading the device. The jaws of the device did lock onto tissue. It was removed in the normal fashion but with increased force required to pull back release mechanism. In order to resolve the issue and complete the case, a new device was opened and utilized without further incident. There was no patient harm. The patient status is alive, no injury. The patient medical history is morbid obesity